Event description:
Filter did not open fully once inserted into the pt's vena cava. Another filter was placed above it which opened correctly. Original filter was irrigated prior to insertion per protocol.